Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found; the full lead was returned and analyzed.

Event description:
It was reported that when the physician opened the lead package prior to implant, he noticed that the lead coils appeared to be separated near the tip. The lead was not implanted and was replaced. There was no patient involvement.